Event description:
Mother reported the infusion device suddenly stopped during a bolus delivery without displaying a warning or error message. The display was frozen and the buttons would not respond to commands. The patient removed and reinserted the battery, and the infusion device displayed an e8 power interrupt error. He was unable to clear the error message by pressing the check button. Mother also reported the piston rod was stuck 1 week ago, and the infusion device did not provide an alarm. The patient experienced hyperglycemia of 350-400 mg/dl after delivering a bolus. The infusion device was requested for evaluation. He did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 power interrupt errors were found in the history. The problem with the delivery and the display as mentioned by the customer could not be reproduced. The delivery accuracy and the occlusion limits were tested successfully and comply with the product specifications. Also the alarm functions were tested successfully and no malfunction could be observed during the investigation. The up button is permanently active due to an external mechanical damage. It is not possible to confirm the triggered e8 error message (power interrupt), as the other buttons do not respond due to the permanently activated up button.